Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to migration out of the retzus the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. The prb was explanted and a new 61-70 cm balloon was implanted.